Manufacturer narrative:
Device passed displacement test. Device was received with severe scratches on the lcd window. The finish on the lcd window has rubbed off to the point where it does make it difficult for the user to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer treated low blood glucose value with glucose food. Customer was reported that insulin pump had scratches and it was hard to read, metal piece came off. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.